Event description:
A caller reported encountering cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, after which the cgm error code did not reappear, and the caller successfully started their sensor session.